Manufacturer narrative:
A visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens.

Event description:
The reporter stated that the surgeon was attempting to insert a visian icl (implantable collamer lens) model micl 12.6 and the patients' pupil constricted and the surgeon couldn't get the lens into the eye, even with dilation. Patient contact but no patient injury. The reporter stated that there was no complaint against the lens.